Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had discomfort at the pocket site since the pocket was located in lower portion. The patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction was suspected. The patient was doing well postoperatively.